Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation.no product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding and respiratory failure as adverse events and neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was extubated (B)(6) 2019 post craniotomy. The patient failed extubation after 4 hours requiring re-intubation due to worsening blood gases and respiratory distress. The patient was reportedly re-extubated on (B)(6) 2019. On (B)(6) 2019 neurosurgery placed a ventricular peritoneal shunt. On (B)(6) 2019 the patient was stated to be neurologically stable. The patient has hemiparesis, was reported to be unable to pass a swallow test and is on a feeding tube. No further information was reported.

Manufacturer narrative:
Approximate age of device ¿ 2 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was brought to the hospital after a fall and hit to the head. The patient was on coumadin and acetylsalicylic acid. The patient was unresponsive and a CT scan revealed a subdural hematoma. Emergency transfer to other hospital for possible neurology intervention. International normalized ratio (inr) was 1.2 in emergency room, patient received 1 unit fresh frozen plasma (ffp). Neurosurgery saw the patient and patient was unresponsive. The patient's modified rankin scale (9mrs) score was 5. It was reported that the patient became more responsive throughout the day, awake and started to be more alert and able to follow commands. The patient will have surgery to evacuate hematoma and intraventricular bleed. No further information was reported.